Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal properly. There was no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. An additional failure was found that did not contribute to the reported condition. Visual inspection found that the handle was latched when received and it was difficult to release to open the jaws. Inspection found that the instrument shaft was bent indicating excessive force was placed on the handle to maneuver the instrument during the procedure. The blade was not cutting the full length since it could not be fully extended with the bent tube. The investigation found that the ski guide is catching on the internal a-track making it difficult or impossible to unlatch the handle to open the jaws. The ski became bent and improperly aligned on the ski track due to a lateral load placed on the handle. The investigation identified the root cause of the reported event to be the user placing excessive force on the handle and shaft of the instrument.